Event description:
Reportedly, the device was explanted because of a premature battery depletion. An investigation was required.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, the device was explanted because of a premature battery depletion. An investigation was required.

Event description:
Reportedly, the device was explanted because of a premature battery depletion (elective replacement indicator premature). An investigation was required.